Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted. Oxiris has been temporarily approved for use in the us under emergency use authorization (B)(4). With a specific indication to treat patients with covid-19 infection.

Event description:
It was reported an external fluid leak was observed originating from ¿the top of the capillary¿ of an oxiris set during priming. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional air leak test was performed (2 bar), and a leak was observed at the level of the return screwed connector due to a crack on the blood header port. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the condition could not be determined; however, the most probable cause was due to shock during shipping. Should additional relevant information become available, a supplemental report will be submitted.